Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the dialysis shunt a balloon rupture occurred. There were no anomalies noted during product inspection or when prepping device. An indeflator was used for inflating balloon however the report indicated that at 10atm the balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient.